Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Section a.2: patient age and dob requested but not provided.

Event description:
It was reported that the facility has two stroke weight-based therapies programmed within their devices as follows: stroke 100kg or less and stroke above 100kg. The patient's weight was documented as 133kg and the nurse selected the wrong weight-based therapy option as less than 100kg to infuse alteplase at a rate of 0.81mg/kg/hour hard max, but no total dose/hour max. Although the facility required a second nurse to verify the dose, the second rn missed the programming error which caused the patient to receive the alteplase infusion 7-8 minutes faster than expected. The customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the facility has two stroke weight-based therapies programmed within their devices as follows: stroke 100kg or less and stroke above 100kg. The patient's weight was documented as (B)(6) kg and the nurse selected the wrong weight-based therapy option as less than 100kg to infuse alteplase at a rate of 0.81mg/kg/hour hard max, but no total dose/hour max. Although the facility required a second nurse to verify the dose, the second rn missed the programming error which caused the patient to receive the alteplase infusion 7-8 minutes faster than expected. The customer stated that there were no adverse effects caused to the patient from the event.